Event description:
It was reported during implant procedure that the right ventricular lead was exhibited high pacing impedance and low defibrillation impedance. Repositioning was attempted but unsuccessful. The lead was exchanged and the procedure was completed successfully. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of high pacing lead impedance and low defibrillation impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical and visual inspection did not find any anomalies.